Event description:
It was reported that during a ptca procedure, the wire broke during advancement in the rca. Another balloon was advanced and used to trap the wire. The entire system including the guide catheter were removed without incident. Pt status is listed as "okay".